Manufacturer narrative:
(B)(4). Results of investigation: vyaire medical was not able to verify the customer's reported issue during testing and evaluation. The ventilator was tested with a known good ac adapter and a known good patient circuit connected. The service technician applied 10 psi of oxygen to the ventilator with no issues. The ventilator passed 96 hours of extended tests at the customer's settings. The ventilator also passed the troubleshooting final test, which includes many alarm and ventilation functions.

Event description:
It was reported to vyaire medical that when the oxygen pressure is applied to the ventilator, the pressure is blocked and does not go into the ventilator. There was no report of any patient involvement associated with this reported event.